Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 600i system. The fse inspected the instrument and found missing sodium (na) reference (ref) electrode quad ring, and leaking ratio pump from edges. The fse replaced the na ref electrode quad ring, carbon bridge, and ratio pump to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Component code 4756 is used for the carbon bridge component. Beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported obtaining low sodium (na) patient results and calibration failures, involving the unicel dxc 600i clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer verbally provided two (2) examples of false patient results.